Event description:
It was reported by repair work order that the zoom drive would only move in reverse unintended direction due to a faulty pcb box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.